Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 3072927/3073186, model/catalog description: linear st lead kit, 50 cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was getting shocked like sensation in the area of scs. It was mentioned that the patient had lost weight and the ipg was tilted. The patient underwent a revision procedure wherein the lead was moved up in the lumbar area and the ipg was moved down. No device malfunction was suspected. The patient was reportedly doing well postoperatively.